Event description:
It was reported that during a coronary stent procedure in a pre dilated lesion, the physician first attempted to place another manufacturer's 4.0 x 18 stent and realized it was too short and removed it. Another manufacturer's wire was being used and the wire may have kinked when this catheter was being removed. The express2 4.0 x 20 was advanced over the wire and became hung up. The wire and stent/delivery system were removed as one. The physician changed to another manufacturer's wire. The same stent/delivery system was tested on the wire. During advancement into the guide, the stent/delivery system appeared to be kinked. The physician pulled negative and then attempted to inflate 9 to atmospheres. A leak was noted at the hub and it was noted that the stent had deployed at the edges but not in the center. They experienced removal difficulties and were not able to fully deploy the stent. Several attempts were made to remove the stent/delivery system. It was decided to use derma bond (a wound closure cyanoacrylate adhesive) to fix the hub and re-inflate the balloon for deployment which was successful. Another stent was placed proximal to the express2 and that balloon was used to fully oppose the express2 stent. Case was completed. Patient status is listed as "okay".